Manufacturer narrative:
Product complaint #: (B)(4). (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pfs and medical records received. Pfs alleges four hip dislocations requiring closed reduction on (B)(6) 2017. Fitting of abductor brace was done on (B)(6) 2017 and second revision surgery occurred on (B)(6) 2017. After review of medical records for MDR reportability, patient was revised to address recurrent dislocation. Revision notes reported of massive fluid collection, large defect it band with joint fluid and hematoma. Clinical notes reported of pain, multiple dislocation and left leg was shorter. Radiology reported of posterior displacement and lucency at the lesser trochanter. Doi: (B)(6) 2016; dor: (B)(6) 2017; (left hip). See (B)(4) for first revision.

Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.